Event description:
Patient (pt) called back said their dbs was off and their 37642 patient programmer wouldn't power on. Once patient put new aaa batteries in programmer (which patient said was very hard to do with parkinson's) the patient programmer powered on. Therapy was off and battery showed low. Pt was able to briefly turn therapy on and said they felt the therapy come on very strong but then said they felt therapy go off. When pt checked implant again the implant showed off and low (0%). Patient services (pss) reviewed ins must be charged to at least 25% to turn therapy back on. Pt said they have 2 wireless rechargers (wr)'s and that both wrs had issue maintaining connection with ins, pt said they would not move and wr would lose connection. Hard reset of the wr made no difference. Pt then said ins was sitting at a weird angle and had always been this way, charging had always been very difficulty for pt. Pt said dr. Had never sat down with them to help them charge but dr. Had used their communicator on pt and had been able to connect with ins easily. When pt held wr down over ins pt was able to get wr to charge ins. Pt will hold wr tightly over ins and charge ins to enough charge to turn therapy back on. Pss redirected pt to healthcare provider (hcp) ultimately to have ins looked at (no suspected issue with either wr, pt did mention their wr had been replaced once).

Manufacturer narrative:
Continuation of d10: product ID: wr9200, serial# (B)(6), product type: recharger. Product ID: wr9200, serial# (B)(6), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative that it was confirmed with the patient that both devices were on and they were not having any difficulty charging. It was believed to be the positioning of the charger on their chest that caused the difficulty charging.

Event description:
Additional information received from the manufacturer¿s representative (rep) stated the patient was going to be making an appointment with their physician after the new year. The rep was going to try and be at that appointment when scheduled.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient lost their handset, communicator, and charging drape. The manufacturer representative (rep) stated that they received a call from the patient's hcp's office regarding a prescription for the handset/communicator replacement. The rep initially reported that the patient was an issue with the wireless recharger (wr). The patient stated that they had a difficult time charging the ins, and they often switched between wr's if one was not getting a good signal. However, the patient stated that switching between wrs did not make a difference, because it still took them a long time (hours) to get the ins charged. The patient stated that it took them half an hour in order for the wr to make a connection with the ins to start charging it. The patient indicated that the ins charging difficulties led to their ins battery depleting and therapy turned off, because they had to go to hcp's office to get their ins charged and therapy turned back on. During the call, the patient mentioned that they still have horrible tremors. During the call, the patient mentioned that their ins battery "seems to go sideways" inside of their body, which made it difficult for the wr to get a good signal.

Manufacturer narrative:
Concomitant medical products: product ID: wr9200, serial# (B)(4), product type: recharger. Product ID: wr9200, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(4); product ID: wr9200, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.